Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips on the left side. After moving to inject into the top left side, the filler shot out of the syringe and the needle completely came off while remaining in the patient's lips. There was no product left in the syringe. Patient was frightened. Healthcare professional assured the patient everything was ok and injection was completed with a new syringe. There were injuries.